Event description:
Reportedly, during pt use, a "no communications" error occurred. The pt was manually ventilated and transferred to another unit. At distributor's office, this issue was duplicated by a static electricity test and the unit stopped ventilating soon after. There were no adverse pt effects reported.

Manufacturer narrative:
Although requested, no pt info was provided.